Event description:
The account reported the foot end brake casters are not holding while in brake mode. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the brake caster cover is defective and is causing the foot end brakes to not hold. The defective parts will be sent back to hill-rom for investigation. No further info is available on the repair of the bed at this time. A f/u report will be sent once this info becomes available.